Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, staff cart monitor of the navigation system lost display functionality while the system was still powered on. It was reported that the issue occurred while adjusting the bulkhead connector on the navigation system. The navigation system was rebooted without resolution. The surgeon monitor was noted to be plugged into the navigation system and did not have any display. Cable connections were reseated without resolution. The representative then touched the cable for the fan and functionality was restored. The representative then adjusted cabling again without replication of the reported issue. There was no patient present when this issue was identified.